Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The neck was extremely conical in shape measuring 24 mm in diameter at the renals, 5 mm lower it is 28 - 29 mm in diameter and 1 cm distally it was 30 mm in diameter, the total length of the neck was 15 mm. It was reported that there was a proximal type 1 endoleak due to the conical neck. The stent graft was ballooned several times with a reliant balloon; however, the endoleak did not resolve or improve. The stent graft was intentionally pulled down to the 28 mm diameter area using the reliant balloon and then a cuff was placed and this successfully resolved the type 1 endoleak. No additional clinical sequelae were reported, and the pt is fine.

Event description:
On (B)(6) 2010, patient's husband reported patient is in the hospital due to a heart attack. Husband stated the doctor wants the infusion device turned off and requested assistance doing this. Advised husband how to turn off infusion device. Husband reported the patient states her blood glucose is in the 30's mmol/l (540 mg/dl) and he doesn't know whether the infusion device is giving enough insulin or too much insulin. Husband unable to troubleshoot at this time and disconnected the call. On f/u on (B)(6) 2010, pt reported she felt she was not receiving insulin because her blood glucose was around 33 mmol/l (594 mg/dl). Pt's target blood glucose range is 7 mmol/l (126 mg/dl). Pt stated she feels the elevated blood glucose and the device "not delivering insulin" was due to the infusion set, not the infusion device. Patient reported she would program a correction bolus but felt it wasn't going through. Patient stated she never received any e4 (occlusion) error messages. Patient reported her husband removed the infusion set from the infusion device and "tried to blow air through the long piece of tubing and he could feel air come out the other side. He then did this with the short tubing and could not feel air." Patient stated she believes there was an issue with the short piece of tubing. Pt reported the hospital threw the infusion set away. Pt stated she is using a different type of infusion set now and everything has been okay since she left the hospital. Patient reported her blood glucose are back to target range. Patient stated she was admitted to the hospital on (B)(6) 2010 and discharged on (B)(6) 2010. Pt reported she was given an insulin IV when she was admitted and later taken to a different hospital. Patient stated she went back on the infusion device on (B)(6) 2010. No product return was requested.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during patient use during drain 3/4. The home patient (hp) became disconnected during sleep. The technical service representative (tsr) helped the home patient (hp) to clear the alarm and the hp would complete therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown at this time. If the sample is received, a follow up emdr will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.